Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.9, lab: 2.44. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B)(6) 2011, inratio: 3.9 inr, reference: 2.44 inr, mean: 3.17, confidence limits: 1.9-4.6. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Analysis for the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met accuracy criteria. Root cause of the customer's unexpected results could not be determined from the info provided. (B)(4). Action threshold (B)(4) has reached. From (B)(6) 2010 to (B)(6) 2011, there have been 11 therapeutic and 3 normal donor sample tests performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.